Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09428. It was reported that an asymptomatic patient presented to an in-clinic follow-up with their right ventricular (rv) lead failing to capture. The lead also exhibited low in-range pacing impedance measurements. A lead revision was discussed with a healthcare provider. Patient was stable after the event. New information received noted that patient presented to lead revision procedure for the right ventricular lead on (B)(6) 2021. Once pocket was opened, a fluoroscopy revealed that both rv and atrial lead had been dislodged due to twiddler's syndrome. Both leads were explanted and replaced. Patient was stable after the procedure.